Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of coronary procedure and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was restarting intermittently. Upon inspection, fse determined that the suite pc was faulty. The fse replaced the suite pc, reloaded software and installed a new license file for the system. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry was restarting intermittently. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the problem. Troubleshooting actions showed a problem with the suite pc. The fse replaced the suite pc, reloaded software and installed a new license file for the system. After that the system was returned to use in good working order.